Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 500 mg/dl) and ketone level was moderate to high. Manual insulin injection was administered to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning as intended.